Event description:
It was reported that via a merlin.net transmission the device was found to be in backup vvi mode. The patient was brought to the clinic and the issue was resolved by a device code download. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.